Event description:
It was reported the single use aspiration needle exhibited the biopsy needle fractured during use, rendering it unusable. There were no reports of patient harm.

Manufacturer narrative:
E1: (B)(4). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was not returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: based on the results of previous analysis, we speculate that the incident you pointed out was caused by the needle rupture due to the following mechanism (see report (B)(4) for analysis results). During the procedure, a bending load was applied to the needle tube when the needle tube was pierced through hard tissues, etc. Or when the endoscope was inserted or removed, and the needle tube was significantly bent. A load in the direction of straightening was applied to the bent needle tube, causing it to break. Although the cause could not be identified, we will monitor the defect trend and take appropriate action if necessary. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.